Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that there was an anomaly with the starter board and power supply 1. The representative replaced both parts and the imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, at the time of alignment with 2d imaging, the -ray did not come out and the activation light was off. Since it was restored in about 1-minute, it was aligned with 2d imaging, and 3d images were taken and transferred to the navigation system. After that, the activation light was off even before the second 3d imaging, so the image acquisition system (ias) application was restarted and it was restored. The 3d images were able to be taken. At the 3rd 3d image, it was completed without any problems. It was noted that the logs were checked and saw that the generator error occurred. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Analysis on the returned starter resulted in no failure being found through functional testing, performance testing, and visual/physical examination. Analysis states that the start was installed into a test system and the system readied and booted. No problems found. Analysis on the returned power supply resulted in an electrical failure that was found through functional testing and visual/physical examination. Analysis states that the power supply failed the best test and the output voltage drifted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.